Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. In turn, the patient underwent surgical intervention wherein the entire system was explanted. Exact date of explant is unknown